Manufacturer narrative:
The 2af284 balloon catheter with lot 00434 was returned and analyzed. Visual inspection showed the catheter push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test, and electrical integrity and impedance were also within specification. In conclusion, the balloon catheter failed the returned product inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.